Event description:
It was reported that the device screen was white and it locked up. The facility biomed cycled power and proper device operation was restored. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.